Event description:
The stimulating lead became disconnected from the generator. At the time of removal, it was discovered that the screw was tight and in place.======================manufacturer response for spinal cord stimulator, eon mini neurodynamix generator (per site reporter).======================will evaluate.what was the original intended procedure?removal and replacement of spinal cord generator.